Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving a shock. Upon interrogation, the right ventricular lead had exhibited noise leading to the inappropriate therapy. The patient was under monitored care until the pace/sense portion of the lead was capped and replaced on (B)(6) 2018. There were no further complications to the patient.